Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood. The customer's current blood glucose was 540 mg/dl. The customer was treated by bolus with the pump. The customer states the drive support cap appears normal. The customer also states had small air bubble in the tubing. The insulin pump will not be returned for analysis.